Event description:
The hcp reported the pt had been experiencing withdrawal type symptoms. The pump was explanted after an implant duration of 40 months for battery depletion. It was replaced and returned to the MFR for analysis. The pt is reported to be doing okay after the surgery. A follow up report will be sent when additional information is received.